Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade size 5. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Left tha revision due to loose femoral component.

Event description:
Left tha revision due to loose femoral component.